Manufacturer narrative:
(B)(4). Additional information received: did the patient experience any adverse consequences due to this issue?- no. Was the active broken blade retrieved from the patient?- yes. What efforts were made to locate the broken active blade during the procedure? ¿ the surgeon has just took it out using another instrument. Was this procedure converted to an open procedure? ¿ no. Are there any plans to locate the piece? - the piece has been retrieved during the procedure. Was there any change in the patient care as a result of this event? ¿ no. What is the current patient status?- patient is fine.

Manufacturer narrative:
(B)(4). Batch # r94r2f. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that in the middle of the laparoscopic procedure, the instrument just stopped working and that is when the scrub nurse noticed that one of the active blades is broken. Before this, it was working normally during the procedure. Obviously, they were not able to finish the procedure using this instrument. No patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.